Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had failed battery alarm. Customer also state that pump alarm trace pointers are invalid alarm and history pointers failed. The history pointers are corrupted alarm and customer was able to clear the alarm and self test was performed and passed. The customer also received post-reset ram crc alarm and power loss alarm. Customer was advice to clear the alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Device will not return for analysis.